Manufacturer narrative:
Customer experience was of tissue bag falling off supports during deployment. Actual event units were not returned. Root cause could not be determined, however it could have resulted from user error. Per the hazard analysis (ha), the harm is user inconvenience, therefore harm per ha occurred. Associated risk levels as documented in existing ha remain unchanged. No corrective action is warranted at this time. The event unit was not returned to applied medical for evaluation. In the absence of the subject device, it is difficult to determine the root cause of the event. This report is being filed as a result of a re-review of applied medical complaints received between june 1, 2014 and may 31, 2016. This retrospective review was associated with a quality management system (qms) compliance action plan developed and presented to FDA to address an april 10, 2015 warning letter. Applied medical has revised its MDR reporting criteria to be more conservative and has improved complaint handling and MDR reporting processes. The reviews ensured that recent reportable events were appropriately identified and reported to the designated regulatory authority(ies). This report, which represents the initial and final reports combined, is being submitted based on the findings of that retrospective review. In accordance with 21 cfr 803.56, if additional information is obtained which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.

Event description:
Procedure performed unknown - "inzii bag fell off metal deployment arms while deploying device to retrieve specimen ((B)(6)) this case took place at the (B)(6)- this occurred with two different bags, with the third deployed working properly." Patient status - no injury.